Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited minute ventilation oversensing on the right atrial (ra) lead. Jumpy pace impedances were observed on the ra channel as well. This device was included in the recent minute ventilation sensor signal oversensing advisory population and remains in service. No adverse patient effects were reported.